Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was having intermittent charging issues despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the customer stated the pump battery dropped from 60% to 15% suddenly. Customer reported blood glucose level was not impacted. Reportedly, the customer will continue to use the pump until the replacement pump is received. Customer also has a backup pump available.